Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. As part of our investigation, the technical assistance center (tac) attempted to assist the customer with troubleshooting. Tac suggested that the facility¿s biomed selecting port a on the front of the monitor and then sdi-1. However, the biomed was not at the monitor. Tac provided the customer the case to call back for further assistance. Tac made several attempts to contact the customer via telephone and in writing to confirm if the issue was resolved; however, no response was received. The unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that there was no sync (signal) from the sdi-1 port of the unit. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: the video processing substrate was broken down. The lcd panel has failed. As a result of device history record (DHR) review, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations.